Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin. Subsequently, the customer was hospitalized. Bg was treated using intravenous insulin. Nausea medication was also provided. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate pump for insulin therapy.